Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking pneumo. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B)(4). Missing universal seal assembly. Eval summary: the analysis results of the h12lp found that it was received without the universal seal assembly; therefore, no testing could be performed to evaluate the incident reported. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.